Event description:
A surgeon reported a pt with loss of vision due to "sparkly bits" following intraocular lens (iol) implant surgery. The surgeon reported that the "sparkly bits" are able to be identified at slit lamp examination. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing. No root cause can be determined at this time. Additional information has been requested. (B)(4)